Event description:
A nurse reported difficulty folding an intraocular lens (iol) prior to insertion. The iol was not used. There was no pt impact.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset and distal area. The optic edge was scraped. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/14/2009 and 09/04/2009 by mail. A completed questionnaire was received on 09/03/2009. (B) (4). (B) (4). (B) (4).